Event description:
Review of the available programming and diagnostic history showed that the last known successful programming event for the vns patient¿s device occurred on (B)(6) 2011. A battery life calculation using the available programming history indicates that the end of service condition was the result of normal battery depletion.

Event description:
It was reported that the patient's generator was unable to be interrogated since (B)(6) 2011. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Describe event or problem; corrected data: the initial MDR inadvertently did not include information from the programming history review. Relevant tests/laboratory data; corrected data: the initial MDR inadvertently did not include information from the programming history review. Evaluation codes / additional manufacturer narrative and/or corrected data; corrected data: the initial MDR inadvertently did not include the methods used in the investigation (programming history review).